Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to possible low blood glucose levels. The customer's wife stated that she found the customer unconscious and treated him with a glucagon shot. Nothing further was reported.